Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive up, down, ok) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. All keys responsive. Keypad is fully intact, with no peeling or damage observed. The keypad cover was removed and no contamination was noted.